Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive support cap was protruded. Customer reported that during infusion set change the piston did not identify the reservoir and insulin squirted out. There was no gap between the piston and the reservoir stopper and insulin continue to drip after letting go of the act button. The issue occurred with different infusion sets. The alarm history was reviewed and there was no issue alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.